Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the camera cable had a flaw (hole), and it was not possible to maintain the airtightness of the actual product, and it was possible that water may have penetrated inside. Therefore, it was likely that the camera cable led to flooding. The cause of the hole in the cable could not be identified with the information available from this complaint and the investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation that the camera head's camera cable was flooded. No patient involvement,